Event description:
The pt's device was explanted in 2006, due to an infection. No further info was provided about the incident. The pt was reimplanted with a new device on event date.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.